Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 532 mg/dl back to back with a result of 246 mg/dl on the active system when testing was performed within 10 minutes. Reporter indicated that she was not experiencing any hypoglycemia or hyperglycemia symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.